Event description:
The following info was reported by (B)(6): (B)(6) 2001 - pt had a right hemi-colectomy performed, which led to the development of a hernia requiring repair. On (B)(6) 2002 - pt had surgery to repair the hernia and bard composix mesh was implanted. The pt developed a post-operative infection and was readmitted to hospital. Over the next 18 months the pt reports that he experienced a number of bowel obstructions requiring additional hospital stays. On (B)(6) 2003- surgery was conducted to correct a bowel obstruction and the composix mesh was removed, it appears, because of a fear of further infection. Pt reports ongoing problems with bowel obstruction and the development of another hernia since the surgery in 2003. Pt reports surgery performed described as "electronic tissue repair", which is reported to improve the pt's overall condition but remains unable to work. The pt provided the following excerpts from his medical records: "skin shows dermal scarring along with some reactive change, most notably granulation tissue. Some of the subcutaneous tissue does have foreign body reaction along with polarizing foreign material consistent with a surgical mesh, most likely from his previous abdominal surgery.", "there is abundant hemorrhage on the serosal surface but many of the areas of the bowel appear to have fallen apart."

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. It does not appear additional info will be forthcoming. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt alleges complications including infection and bowel obstruction. Although medical records have not been provided, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Product identifiers have not been provided therefore a manufacturing review is not possible. Additionally, no sample was returned for evaluation. If additional info is provided a supplemental report will be submitted. With the currently available, no conclusion can be drawn.